Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock due to the right ventricular (rv) lead oversensing. The sensitivity was reprogrammed and the rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).